Event description:
It was reported that the caller encountered an "invalid episode data" error and could not view the details of a non-sustained vt episode. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the patient reported hearing a constant beep while boating. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the caller encountered an "invalid episode data" error and could not view the details of a non-sustained vt episode. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. No patient alerts are stored within the save to disk file that was examined. Corrected data: patient date of death.